Manufacturer narrative:
Serum samples were collected in sst tubes with gel. Specific centrifugation data was not supplied. The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all initial accutni samples outside the normal reference range prior to reporting results. No specific event qc data was supplied. The instrument is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning troponin (accutni) assay performance on access 2 immunoassay analyzer, and indicated some occurrences of non-reproducible false positive accutni result. The results were not reported out of the laboratory. The customer declined to provide pertinent data. The customer did not report any effect to patient or user attributed or connected to this event.